Manufacturer narrative:
Height:160 cm. When additional information/investigation results become available, results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the progav valve. Postoperatively, the valve adjusts itself. Due to the malfunction, the device was explanted on (B)(6) 2020. Additional information was not provided, but has been requested.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that the progav 2.0 shunt system is permeable. Adjustment test: in order to verify the presumed "spontaneous adjustment" we tried to adjust the progav 2.0 valve to all pressure levels, both upwards and downwards. The adjustment test has shown that the progav 2.0 can only be adjusted in the pressure range 4 cmh2o to 6cmh2o. Braking force and brake function test: the investigation of the braking force of the progav 2.0 valve showed the brake function is fully operational. The measurement of the braking force was not possible, due to the limited adjustability of the progav 2.0 valve. Results: first, we performed a visual inspection of the valve. No significant deformations or damages of the valve were detected during the visual inspection. Further, we tested the permeability of the progav 2.0 shunt system. The test has shown that the shunt system was permeable. In order to verify the presumed "spontaneous adjustment" we tried to adjust the progav 2.0 valve to all pressure levels, both upwards and downwards. The adjustment test has shown that the progav 2.0 can only be adjusted in the pressure range 4 cmh2o to 6cmh2o. We then measured the braking function and the braking force. The braking function was within the specified tolerances. The measurement of the braking force was not possible, due to the limited adjustability of the progav 2.0 valve. In order to verify whether the valve examined here possibly was influenced by the known risks of hydrocephalus therapy, such as natural substances in the cerebrospinal fluid (protein, blood or tissue particles), we finally opened the valve. Inside the valve, we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of a spontaneous adjustability. Rather, it was not possible to adjust the valve smaller than 4 cmh2o or higher than 6 cmh2o. However, we suspect that the deposits found inside the valve could have impaired the adjustability. Deposits due to natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles are among the known and inevitable risks of hydrocephalic therapy. Nevertheless, we can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.